Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during an in-hospital inspection, the cs300 intra-aortic balloon pump (iabp) strange noise coming from the crm area. There was no patient harm reported.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse confirmed the symptoms. The crm was replaced due to deterioration of the fan inside the crm. After the replacement, various operational tests were performed and the equipment is in good condition.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected field: h6 health effect ¿ impact codes.

Event description:
N/a.